Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that a balloon was damaged. Upon removal of the 5.00mm/2.0cm/135cm otw peripheral cutting balloon from the package, it was noted that the balloon was damaged. The balloon had a hole in it. There were no patient complications reported and the patient's condition was fine. However, device analysis revealed a crack.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual examination of the returned device identified blood throughout the balloon and inflation lumen which indicates a device leak during use within the patient. The device was attached to an encore inflation unit and positive pressure was applied. A leak was identified at the proximal balloon weld. A microscopic examination confirmed a crack for approximately 80-90% of the bond circumference. The 'tack' weld of the bond was not fully cracked. This crack is potentially a result of a high level of stress and/or pressure being applied to the area if placed at a significant bend during the procedure. The balloon did not exhibit any signs of damage and was folded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).